Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke and stent thrombosis are known risks associated with endovascular procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event. Subject device implanted.

Event description:
It was reported that during a stent assisted coil embolization of a basilar tip aneurysm, an asymptomatic infarction occurred. The physician believes that thrombus may have formed and migrated from the stent. The physician did not perform any additional treatment and the patient recovered.